Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for evaluation. Signs of use were observed on the device. Visual inspection revealed the guide wire was kinked near the distal end. Microscopic inspection of the guide wire confirmed the kink. The distal weld was observed to be present and appeared full and spherical. The kink in the guide wire was located 20 mm from the distal tip. The core wire length from the handle to the distal tip measured 4 1/4", which is within the specifications of 4 6/32"-4 12/32" per product drawing. The guide wire outer diameter measured 0.440mm, which is within the specifications of 0.432-0.457mm per product drawing. Functional inspection of the guide wire was performed per the product IFU which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle (refer to figure 3). When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip." The guide wire was able to fully advance and retract through the needle with minimal resistance. A manual tug test confirmed the distal weld was secure on the guide wire. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire was kinked towards the distal end. The guide wire met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.